Event description:
Prostate biopsies submitted for histology interpretation. Problem with tissue processing machine. Tissue did not survive processing. Pathologic diagnosis could not be reached. Referring physician and pt notified.